Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. During the investigation the pump was found to have a damaged pcb and the pump was unable to turn on because of the damaged component. Because the pump could not be turned on, an investigation could not be completed.

Event description:
The initial reporter stated that the "pump won't deliver food". Mmdg followed up with the initial reporter also stated that the patient did not experience any adverse effects due to this complaint. They also stated that they did not have any further information about the complaint. (B)(4).